Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: 7071432. Model/catalog description: scs-linear leads-MRI.(B)(4). Model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: 7070868. Model/catalog description: avista MRI perc lead kit 56 cm unique identifier (UDI) #:(B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent spinal cord stimulation (scs) explant procedure.